Event description:
"Stent installed two weeks prior pt attended another hospital for another urological procedure, requiring removal of the previously installed stent. On removal of the stent, the surgeon had difficulty removing intact. The majority of the sent was removed in four pieces, and the pt required additional surgery to removed the single remaining piece of stent. Pt returned to theatre in 2009 for removal of retained portion of stent. Pt required open procedure as it was not able to removed via endoscope."

Manufacturer narrative:
A follow-up report will be issued, upon completion of incident device evaluation.